Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the reason for call was patient reported that 2-3 days ago they were trying to increase their intensity settings because it felt like they were not getting any stimulation, but they were seeing settings not available on their controller. Patient said they had taken the battery off a few times, but that did not resolve the issue. Patient mentioned that their intensity in group a used to be 5.7, but now it was 5.2. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Agent sent email to local reps for next steps, as patients hcp told patient to call medtronic agent reviewed role of rep with patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient reported that they wanted to know if someone can help her troubleshoot her controller. Patient mentioned they have settings for a, b, and c and they can barely feel it on a and if her legs and knees hurt, they use b and goes from there depending on what they can tolerate. Patient mentioned that last time they met with the two guys at the doctor's office, they weren't able to get the stimulation to work on the right side. Patient mentioned that they first notice this issue about "3 months ago, maybe". Patient mentioned that they were not able to call but has to call now as the patient's back is "killing the patient". Patient stated every time they tried to increase the intensity, they get settings not available cannot provide your desired intensity settings. Rep reported that the cause was unknown. On (B)(6) 2025, pt was seen and adjustments were made to programming to the satisfaction of the patient. The issue has been resolved. The pt has the direct numbers to contact the local team if she needs additional help. An outgoing call was made to the patient to check her status by the rep on (B)(6) 2025 with no answer or call back.